Event description:
The customer contacted the siemens customer care center (ccc) to report that discordant troponin results had been obtained on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The customer stated that physicians had contacted the laboratory after cardiac catheterizations were performed on six patients whose catheterization results showed no abnormalities. The laboratory repeated patient samples on an alternate instrument and obtained lower troponin results on multiple patient samples. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse adjusted syringes on the reagent probe 1 panel, repaired leaky sample drain tubing, and replaced the heterogeneous module pump heads, wash pump tubing, tubing for reagent probes 1 and 2, and the top seal solenoid. The cse also performed a microclean and verified that the instrument was operational. A siemens technical applications specialist (tas) verified that the troponin method on the instrument is meeting specifications. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.